Event description:
Customer reported being hospitalized for dka. It was reported that customer did not test blood glucose levels for over 24 hours prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally.